Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "hole in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases flat. Leak test and microscopic analysis were performed which identified a cracked opening and wear abrasion. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b.5., d.8., d.10., h.3., h.6. Reason for reoperation: deflation and valve leak and/or damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.